Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Healthcare professional reported "there is rupture of the right breast implant with extravasation of implant fluid seen dependently." Device has been explanted. This is for the right side.

Event description:
Healthcare professional reported "there is rupture of the right breast implant with extravasation of implant fluid seen dependently." Device has been explanted. This is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.